Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jan2021 .

Event description:
It was reported to philips that the device had sparks seen when activating the device. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty distribution panel interconnections. The fse replaced the distribution panel interconnections to resolve the issue and bring the device back to functionality.